Manufacturer narrative:
The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and visibility/palpability.

Event description:
Patient reported "deflation, hardness, lumps, and symptoms of auto immune diseases". This record is for right side. Device remains implanted.